Event description:
A patient reported they were trying on a couple of smart watches and when they put one on, they felt a tingling in their arm and was wondering if it was due to the implantable neurostimulator (ins). The patient stated that they didn't think the watch was strong enough to be cause the vibration. The vibrations were slight. Electromagnetic interference (emi) for wi-fi gadgets and bluetooth were reviewed. The patient mentioned they wondered if the watch was hooked up to a security device in the store. Security scanners and devices were reviewed with the patient and noted that it would be likely they would have felt it in the pelvic floor and not the arm. The patient would follow up with their healthcare provider if they noticed any changes to their therapy or symptoms. The implantable neurostimulator (ins) was indicated for fecal incontinence/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.